Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently dropped the pump and afterward, the touchscreen was unresponsive. Customer's blood glucose was within range (no value provided). Customer reverted to using insulin pens for insulin therapy.